Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken battery tube threads, broken reservoir tube lip, fading serial number label, missing display window cover and broken belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.